Manufacturer narrative:
Philips has investigated this complaint. According to the additional information, there was no patient harm. A philips remote service engineer (rse) evaluated the system and identified that unable to store fluoroscopy because of the issue in image disk. The engineer resets the image database, and the system was returned to use in good working order. Later, a similar issue reported, and engineer recreated the image storage to solve the issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the image disk is full. The device was in clinical use. It is unknown if there was patient harm. The remote philips service engineer reset image database remotely and system now is working fine. Philips has started an investigation of the complaint.